Event description:
Patient admitted for endoscopic retrograde cholangiopancreatography (ercp) for removal of stent. The tjo 160 scope was inserted, a snare was placed down biopsy port, and the stent was removed without incident. After the stent removed by nurse, a piece of a jagwire was at the tip of the scope. Not sure if this piece of jagwire could have been hiding in the stent that was pulled or if wire could have been in scope from previous use.